Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure stent dislodgement occurred. The target lesion was located in the left iliac artery. A 7x57 express ld stent was selected and advanced to treat the target lesion; however, the stent became wedged in some calcium. The physician attempted to remove the device and the stent came off the balloon. The stent lodged at a location in which the physician had intended on stenting. A 6x100 sterling balloon was able to be advanced through the dislodged stent and deploy the stent. 2 additional stent were implanted with the most proximal stent extending into the aorta as planned. The procedure was completed with kissing balloon technique performed bilaterally in the right and left side. "Everything turned out perfectly". No patient complications were reported and the patient's status is fine.